Event description:
The dealer states he just received this on 10/23/2014, and the unit's sensor light is on. He states this is the 6th unit that has had to come back after just being repaired in the last 2 months.